Event description:
It was reported that the patient was having difficulty charging the ipg. It was also mentioned that patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021 based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to initial MDR in block e1, initial reporter email; h4 device manufacture date; h6: evaluation conclusion, method and result codes. Block b3: exact date unknown, event occurred in october 2021 based on the date the manufacturer became aware of the event. With all the available information, boston scientific confirmed that the event of replacement procedure due to difficulty and frequent charging could not be confirmed as the device was not returned for analysis. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. The probable cause of the difficulty and frequently charging could not be established.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also mentioned that patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned per hospital policy.